Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the surgeon used device to cut, but staples were malformed. Used hand sewing to complete the procedure. There were no adverse consequences for the patient.